Event description:
It was reported by whang et al in a publication entitled "pseudarthrosis following lumbar interbody fusion using bone morphogenetic protein-2: intraoperative and histopathologic findings" (orthopedics, vol 31, no. 10: 1031-1034) that the patient underwent a transforaminal lumbar interbody fusion procedure and developed pseudarthrosis sometime after the surgery. The patient initially presented with severe back pain and muscle spasms in his left buttock and posterolateral thigh. Radiographs and MRI showed degenerative changes limited to the l5-s1 disc space. The patient underwent a minimally invasive transforaminal lumber interbody fusion using rhbmp-2/acs, local autogenous bone, a peek spacer, a fibrin-based sealant, and posterior fixation. Post operatively, the patient did not have any relief of his symptoms. A year post-op, radiographs and CT images revealed osteolytic cavitation of the inferior endplate of the l5 vertebral body. The patient underwent a revision procedure where the peek interbody spacer was removed and replaced with a structural femoral ring allograft. Intraoperatively, the peek spacer was easily mobilized within the disc space and there was no evidence of any bone formation. The patient recovered uneventfully from the revision surgery. Histopathologic analysis of the explanted interbody spacer revealed cartilage, immature woven bone, and small amounts of lamellar bone. Abundant osteoclasts and osteoblasts were identified. Collectively, the histologic results were reported to be consistent with normal reparative response to bony injury.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.